Manufacturer narrative:
Event date: (B)(6) 2017 to (B)(6) 2018. This lot was manufactured 11/14/2017 - 11/17/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sponges were missing from fifteen to twenty (15-20) units of minicaps. This event occurred before use of the device. It was further reported that there was no damage to the packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.